Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify failed battery alarm due to blank display. Also, received with moisture damage on the motor and force sensor. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 11 mmol/l. Customer did troubleshoot but the issue was not resolved. The insulin pump was replaced and customer agreed to return the product for analysis.